Manufacturer narrative:
Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02170. It was reported the patient's entire scs system was removed due to an infection. The location of the infection is unknown and the date of the explant is unknown. Sjm was not notified at the time of the incident. The patient's infection has resolved and a new scs system was implanted.